Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery to excise the excess skin and place an internal magnet on (B)(6) 2017.